Event description:
Received x-ray from united states spine representative showing a polyaxial head body having separated from the head of a pedicle screw at the s1 level. Additional information to follow.

Manufacturer narrative:
Still awaiting return of medical device, more evaluation will be provided in follow up.